Manufacturer narrative:
Patient information is currently not available. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The pressure sensitivity calibration was completed and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to ventilate in pressure mode. The patient was switched to volume mode. There was no report of patient injury.